Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the end tip of the stent was embrittled and broken prior to use.

Manufacturer narrative:
The reported event was confirmed. The device did not met specifications. The product was used for treatment purposes. The product was influenced by the reported failure. Visual evaluation of the returned sample noted one opened (with original packaging), fluoro-4 silicone ureteral stent. Visual inspection of the sample noted a piece measuring 1.0085 inches piece broken off the end of the stent. Additionally, the stent appeared to be broken at the eyelet location. These breaks were both out of specification per inspection procedure, which states, "no components are to be missing or damaged." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical problems and applicable local, state, and federal laws and regulations." Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be, ¿incorrect process parameters.¿ h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the end tip of the stent was embrittled and broken prior to use.